Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that the device was unable to cross the lesion. While performing a percutaneous coronary intervention in the left anterior descending (lad) artery, the 2.25x16mm promus element plus device was advanced but was unable to cross the lesion. The procedure was completed and there were no patient complications reported. The patient status is stable. However, device analysis revealed stent damage.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: a visual examination of the stent found that the stent was damaged at the distal end. The struts on the most distal row were raised and misaligned. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).